Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having problems with the reservoirs. The caller stated that insulin from the reservoir leaked while filling and she went thru half of the bottle of insulin because of this issue. The blood glucose reading was 146mg/dl. No further information was provided.